Event description:
(B)(6)2024 the prosthesis was implanted in rosenklink. (B)(6)2024 implant-associated early infection with s. Epidermis. (External). (B)(6)2024 one-stage change of right hip tp from anterior, samples collected. (External). (B)(6)2024 explantation of total hip prosthesis right with implantation of spacer. (External).

Manufacturer narrative:
Batch review performed on 10-01-2025. Lot 2345583: (B)(4) items manufactured and released on 22-05-2024. Expiration date: 2029-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: liner: mpact 01.32.3248hct flat pe hc liner ø32/f (k103721) lot 2336926: (B)(4) items manufactured and released on 22-09-2023. Expiration date: 2028-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem p 01.18.403 amistem-p std stem size 3 (k173794) lot 2403117: (B)(4) items manufactured and released on 24-04-2024. Expiration date: 2029-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857) lot 2340526: (B)(4) items manufactured and released on 26-02-2024. Expiration date: 2029-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.